Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, four days post a low anterior resection surgery for rectal cancer, a total disruption of anastomoses occurred with fecal peritonitis and septicemia. The device had dehiscence with no loose staple found. It was noted that the device was fully squeezed while firing. Re-exploration of the patient with extended recovery, and ileostomy with colostomy was done as the result of a delay in surgery. The surgery was extended for more than 30 minutes and the patient¿s hospitalization stay was extended for 7 days.